Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 03/10/2022.